Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead found no anomalies. X-ray examination found over-torqued inner coil consistent with procedural damage. Electrical testing was normal.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, it was noted that the right atrial (ra) lead exhibited high pacing impedance measurements. The ra lead was removed and replaced during the procedure. The patient was in stable condition throughout.